Manufacturer narrative:
(B)(4). All available information indicated that this lead was discarded by hospital personnel and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). This lead was noted to be dislodged. Additional information obtained indicated that loc resulted in asystole but duration was unknown. This rv lead was explanted and replaced. No additional adverse patient effects were reported.